Event description:
It was reported that the device exhibited an alert for charge time limit. The patient was brought in clinic. Upon interrogation the capacitor maintenance test was normal. No intervention was performed. The patient would continue to be monitored normally.